Event description:
It was reported that the patient presented with acute drug withdrawal. The pump telemetry report identified the pump as being 3 months prior to ¿expected¿ replacement indicator (eri). The error log indicated that the pump had switched to ¿safe mode,¿ a mode in which the pump¿s safety and not the patient¿s safety is assured. The pump flow rate in safe mode¿ is reduced to a very slow rate. Error logs at the time still indicated that the eri was 3 months, even with the pump at low flow and patient in drug withdrawal. The patient required emergency surgery to replace the pump. The type of medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4).